Event description:
(B)(4) study. It was reported that post percutaneous coronary intervention, patient experienced angina. The patient was treated with placement of an unspecified size study stent and was implanted in an unspecified lesion. On (B)(6) 2012, it was found that the patient developed angina pectoris and was hospitalized eight days from onset of symptoms. Coronary angiography was then performed. Fifteen days from admission, target vessel revascularization was performed. Target lesion #1 was a 99% stenosed lesion and was 18mm long with a reference diameter of 3.50mm in proximal right coronary artery (rca). The physician treated the lesion with implantation of a non-bsc stent. Following post dilatation, residual stenosis was 0%. Target lesion #2 was a 50% stenosed lesion and was 12mm long with a reference diameter of 3.50mm in mid rca. The physician treated the lesion with implantation of a non-bsc stent. Following post dilatation, residual stenosis was 25%. On the same day, the event was considered resolved and the patient was discharged. On (B)(6) 2013, a 4-year follow-up was performed and the patient had no symptoms of angina.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).